Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated against the complaint. Visual inspection confirmed the fractured tip to be fractured. The fractured portion was not returned. The etching has faded on the shaft. The device is covered in splotchy discoloration. Similar discoloration and impact marks were observed on the strike plate. The handle grip is in good overall condition. Sem testing was performed: the fracture surface shows artifacts consistent with the bending overload failure mode. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threaded tip was broken off when it was returned. No patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.